Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple test fills and drains being outside of volumetric specifications. The device passed external and internal inspections. A volumetric accuracy test was performed and the device failed. An inspection of the door assembly found the door piston foam to be deteriorated. The piston foam was replaced and the device passed a volumetric accuracy test. The original foam was reinstalled and the device failed the volumetric accuracy test. A temperature test was performed and the device passed. The pneumatic system was tested and found all pressures to be correct and stable. The event history log of the device was reviewed and found nothing related to the reported issue. The cause of the reported issue was determined to be deteriorated door piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.